Event description:
Oracle ro (B)(4): double beep with cassette, lens damage (no patient injury / during test).

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition as all was intact. There was evidence of the reported problem (error) recorded in event history log. The reported problem was not duplicated. However, the investigation found fluid ingression on the downstream sensor which caused the double beep. Lens was damaged. For corrective action, it was recommended that the downstream sensor and lens to be replaced. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400.